Event description:
It was reported that the customer was hospitalized for high blood glucose of 946 mg/dl and ketones. The customer had shortness of breath and dry mouth. The caller stated that they felt the insulin pump and the sensor were not working correctly. The customer was treated with IV drip. The customer was wearing the insulin pump at the time of the hospitalization but the customer stated that they were disconnected from the device for one day prior to the hospitalization. At the time of the call troubleshooting was not performed because the nurse had the device and the customer was not feeling well. The caller was advised that troubleshooting is done over the phone. The caller stated that they will inform the customer and will have the customer call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.